Event description:
The patient reported that while traveling in crete he passed out. The patient reported he had the device checked in crete and that he was told the device was not working properly. The device was reprogrammed and is now working again. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.